Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: c154dwk crt-d, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered due to a high sensing integrity counter (sic), non-sustained ventricular tachycardia (nsvt) events, and noise on the right ventricular (rv) lead. The electrogram also revealed questionable ventricular capture. A fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.